Manufacturer narrative:
Event site name: (B)(6) hospital.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) battery was not charging. There was no patient involvement or harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the battery run time test failed. The fse replaced both 12v batteries (0146-00-0039) and verified battery charge voltage tests. The fse verified all transducer calibrations. The battery run time test now passed. The product passed all functional and safety tests per manufacturer specifications and the unit was ready for patient care.